Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported, left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: depression: unable to observe since it is not related to the device. Deflation: observed, one opening assessed as surgical damage. Additional observations: broken on plug strap assessed as unidentified (tear) opening. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.